Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) during post operative check. Noise and high impedance was seen on the electrogram. The lead was tested on the analyzer and had normal lead function. It was then reconnected into the header of the ICD and the noise and high impedance returned to normal. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.